Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn. Please reference file mrn 3012307300-2024-02037 for all details pertinent to this event.

Event description:
It was reported that the device fails the function test of the peep function. Issue found during testing. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
B3 date of event unknown. H3 - other: device not yet returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.